Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 09/12/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 8/16/2016 with the following findings: during investigation, the pump was powered on and the display screen was found to be discolored. Unrelated to the complaint, investigation revealed multiple cracks in the battery compartment. Unrelated to the complaint, investigation revealed the pump case was cracked between corner of lens and case seal.